Manufacturer narrative:
.

Event description:
It was reported that the vns patient was referred for surgery to reposition a tie-down that had "flipped" and was protruding from the skin. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that patient manipulation, trauma, and physiological changes are not believed to have caused or contributed to the event.